Event description:
The customer contacted physio-control to report that their device would not power on and nothing showed on the readiness display. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The customer requested to have the device returned to them unrepaired. The device was returned to the customer without any repairs being performed on it. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not power on and nothing showed on the readiness display. There was no report of patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on and nothing showed on the readiness display. There was no report of patient use associated with the reported event.